Event description:
A surgeon reports that a patient is unhappy with her outcome following intraocular lens implant surgery. She complains of poor intermediate vision, difficulty focusing, significant halos and night driving issues. The surgeon has scheduled the patient for a lens exchange in march. Additional information has been requested.